Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As reported by a patient, they reported to have experienced an itching and burning sensation, conjunctivitis and retinitis in both eyes (ou) via website post. No further information was provided. Additional information has been requested.

Manufacturer narrative:
The lot number is unknown and the complaint product was not returned for evaluation. A historical complaint data and trends related to serious adverse events (saes) was performed and no adverse trends were identified. The root cause could not be determined. (B)(4).

Event description:
Additional information received via translation of initial report on (B)(6) 2015 indicated that the patent wore the lenses for 15 years without issue and the patient experienced an itching and burning sensation, conjunctivitis and 3x strong retinitis in both eyes (ou). The patient reported to be "afraid for my eyes". The patient visited an ophthalmologist and after the last visit (date unknown) and use of eye drops (type and dosage unknown) everything is "ok again". The event has resolved and the patient has resumed lens wear with a different brand of lenses. Additional information has been requested, not yet received.